Manufacturer narrative:
It was noted that this lead was not available for return at this time. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) reviewed the measurements and noted the increase had been gradual over the prior seven months, indicating a build-up of calcification on the lead. There were no stored episodes of noise. Additionally, ts discussed continued monitoring and troubleshooting options should the shock impedance measurements continue to increase. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead was later explanted and replaced due to the previously reported shock impedance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) reviewed the measurements and noted the increase had been gradual over the prior seven months, indicating a build-up of calcification on the lead. There were no stored episodes of noise. Additionally, ts discussed continued monitoring and troubleshooting options should the shock impedance measurements continue to increase. No adverse patient effects were reported. The lead remains in service.